Event description:
On january 21, 1998 a telex employee was contacted. Telex was notified at that time of an injury of a hearing aid user (pt). The user was fitted in september of 1997 with a telex acappella complete in the canal (cic) hearing aid. Per a conversation with the dispenser and a telex customer svc advisor; when the user was seen on january 21, 1998 she stated she was in discomfort and there was some blood in the ear. She had approx two-thirds of the hearing aid dismantled and out of her ear which was given to the dispenser. During the dispenser's review of the user ear he observed some small pieces of the hearing aid, the housing (shell) material present in the ear canal. The dispenser recommended the user to see a physician to have the canal flushed and remaining material removed. At some point during the dispenser and user interaction the user stated she had a difficult time removing the aid and had tried using tweezers. As follow-up with the dispenser it was conveyed that the user's physician recommended her to be seen within two weeks for refitting of a hearing aid.